Manufacturer narrative:
(B)(4). Date sent: 8/20/2024. D4: batch # 613c15. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with no reload present. In addition, a tyvek was received along with the device. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and the black motor wire was noted to be disconnected from the motor terminal, therefore making the device non-functional. Based on the information currently available, a product issue was identified during the investigation of the sample received. The motor wire disconnected is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number 613c15, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 9/19/2024. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload present the reload was received unfired. In addition, a tyvek was received along with the device. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and the black motor wire was noted to be disconnected from the motor terminal, therefore making the device non-functional. Based on the information currently available, a product issue was identified during the investigation of the sample received. The motor wire disconnected is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number 613c15, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/12/2024. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device cut the tissue? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? A manufacturing record evaluation was performed for the finished pve35a, with lot/batch number a9cy2e, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the staple didn't come out no patient consequences reported. No further information is available.